Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that unknown abutment screw fractured inside of the implant. The patient kept grinding teeth, doctor felt mouth guard was not being used. Implant is remaining in patient mouth.